Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable.  Continuation of d10: product ID a820 lot#  serial#  implanted:  explanted:  product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member (caller) regarding a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain indications for use. The patient receives 3 bolus per day. It was reported that the handset takes longer time to deliver the bolus. The caller stated that they had been experiencing this issue as soon as they received the device. The agent on the call reviewed data and assisted the patient with deleting data. After that, the caller was able to connect to the pump without lag. The caller would call back if further assistance was needed.